Event description:
It was reported that the log files were submitted for review. It appeared that the event log captured low voltage hazard events on (B)(6) 2026 at 0330 while using the mobile power unit (mpu). It appeared that the mpu lost total power enabling the emergency backup battery (ebb) in the system controller until power was restored to the mpu. The event only lasted a few seconds.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.